Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). The battery level indicator displayed a decrease of two percent in a time period of two months. The device displayed a bd (battery depletion) alert. Technical services (ts) analyzed a device disk and determined that the power consumption is increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service.